Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, the cause of the device not turning on could not be determined at this time since the device was not returned for evaluation. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was not returned for evaluation. The cause of the reported event is unknown at this time. Communication with the customer as noted in the service order that the customer started repair order and then decided it would be better to purchase a new one . Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
As reported the device would not turn on, discoloring on the back. The issue found at preparation for use. There is no patient involvement associated on this reported event. No user injury reported.